Manufacturer narrative:
MFR ref no: (B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.